Event description:
It was reported that the patient experienced pain; less than 50% therapy relief. A tissue build up in pump connector obstructing flow of drugs was noted; pump connector occlusion. Surgical intervention was required. The health care provider opened the pump pocket, pulled back csf (cerebrospinal fluid) through catheter, used special procedure priming bolus to clear internal tubing of pump plus ns (normal saline) flush of the side port. It was noted there was no injury. The pump was delivering dilaudid and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).